Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchiness under the electrodes with welts and blisters present. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient applied unscented water-based lotion, bactine, anti-itch cream and benadryl. The patient's doctor advised to remove the equipment and return the equipment. Follow up indicated the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchiness under the electrodes with welts and blisters present. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient applied unscented water-based lotion, bactine, anti-itch cream and benadryl. The patient's doctor advised to remove the equipment and return the equipment. Follow up indicated the irritation improved. Supplemental report 10/04/2021: submitting report to correct section g4.